Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, the high powered display central processing unit was replaced.

Event description:
The hospital reported the unit had a system reset error during a case. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.